Event description:
As reported: after deployment of 18fr manta there was no flow distal. Surgeon did a cut down and found the collagen to be outside the artery and the footplate to be halfway outside the artery and halfway inside the artery causing the flow restriction. No collagen was in the artery. Patient had a surgical cut down to remove the device.

Manufacturer narrative:
A follow-up report will be issued after the investigation is complete.

Manufacturer narrative:
The device was not returned for investigation. No return product evaluation could be completed. The device lot history record review indicated no non-conformities related to this lot, therefore, supporting the device met material, assembly, and performance specifications prior to shipment. Based on the information submitted, following a tavr procedure, a 18f manta was deployed for closure in the right common femoral artery. No issues were encountered advancing or exchanging procedural sheaths. A lower positioned access was gained utilizing ultrasound and micropuncture. The arteriotomy was 6.2mm, with a depth measurement of 5.5 cm. Following deployment, no flow was present distal to manta. The surgeon performed a cut down which revealed the toggle to be halfway inside and halfway outside the artery causing the occlusion. The cause for why the toggle was partially deployed outside the artery is possibly due to the lower positioned access which can cause the manta implant to not catch on the vessel properly during deployment causing an ineffective seal at the access site. Potential adverse events related to the deployment of vascular closure devices include ischemia of the leg or stenosis of the femoral artery.